Manufacturer narrative:
Covidien reference number: (B)(4). Medtronic was not authorized to evaluate/service the device. A non-medtronic service provider checked and found a problem in the compressor motor, the motor was replaced and the ventilator worked properly.

Event description:
It was reported that during testing the ventilator had an air supply loss alarm. There was no patient involvement.